Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia while using an ilet system with a cd infusion set, with glucose previously reading high and later recorded at 394 mg/dl, without device alarms; the user confirmed tubing was filled and no occlusions were detected, and the last supply change occurred two days prior. Symptoms included elevated blood glucose. Outcomes included user decision to pause the pump and transition to backup therapy due to concern about receiving additional insulin, with a plan to change supplies later. Investigation included troubleshooting and user education regarding hyperglycemia management and backup therapy. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.